Event description:
It was reported that the patient was diagnosed with covid-19 and had hypokalemia (k+ = 2.2). Due to the patient's low potassium level, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead delivered twelve bursts of inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks. In addition, shock impedance trends were gradually increasing, with two out-of-range measurements of 131 ohms and 139 ohms. Device change out was anticipated, with the possibility of rv lead revision. This crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient was diagnosed with covid-19 and had hypokalemia (k+ = 2.2). Due to the patient's low potassium level, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead delivered twelve bursts of inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks. In addition, shock impedance trends were gradually increasing, with two out-of-range measurements of 131 ohms and 139 ohms. Device changeout was anticipated, with the possibility of rv lead revision. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that technical services (ts) reviewed evaluation/troubleshooting options to consider upon system revision. It was noted that impedances had steady increased over the last year, but right ventricular (rv) and right atrial (ra) diagnostics appeared relatively stable overall. This right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted and replaced due to high out-of-range shock impedance measurements greater than 125 ohms. No additional adverse patient effects were reported. The explanted products will not be returned for analysis.